Manufacturer narrative:
A ge service rep performed an on site investigation. The problem was verified but there was no malfunction of the system. The emergency stop switch on the remote user interface was engaged. The operator was instructed on proper operation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 c-arm could not rotate and that the table would not move vertically. There was no adverse patient involvement reported. There was no patient information reported.